Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 2.5 x 12 mm xience v stent and a 2.75 x 18 mm xience stent were both placed in the mid rca to treat in-stent restenosis (isr) of a mini vision stent. No additional event or patient information is available.

Manufacturer narrative:
.